Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an unknown problem. It was reported that after the implant, the patient experienced an unspecified adverse outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a h emicolectomy for a transverse colon tumor <(>&<)> anastomosis. It was reported that after the implant, the patient experienced dehiscence of the anastomosis, ascites, inflammation, labs abnormal for hemoglobin; potassium; creatinine; total bilirubin, sepsis, abdominal pain, dyspnea, tachypnea, decreased oxygen saturations, fluid collections, pneumothorax, fibrinous exudate, abscess, adhesions, shortness of breath, pleural effusion, perforation, <(>&<)> leaking anastomosis. Post-operative patient treatment included hospitalization, CT scan, interventional radiology was used to insert drains for fluid collections, given 4 units of fresh frozen plasma, exploratory lap, diverting loop ileostomy, chest tube, use of jp drain, ICU, reversal of ileostomy, <(>&<)> small bowel resection.

Manufacturer narrative:
Additional info: b2, b3, b5, b6, b7, <(>&<)> h6 (patient codes, device codes, ime e2402: labs abnormal for hemoglobin; creatinine; total bilirubin, tachypnea) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.